Event description:
A cartridge change error was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was instructed to inspect the o-ring at the bottom of the cartridge, which was found to be undamaged and in place. However, assistance was needed to remove the pump from its case, and the customer planned to seek help for this task.